Event description:
Customer reported issue with pump screen that was dark and unresponsive, along with a battery that would not charge. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.